Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2012 and pb1018 valve, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) coil of the high voltage left ventricular (lv) epicardial lead triggered a lead integrity alert (lia) for an elevated number of short v-v intervals, varying rv coil impedance, and noise on high rate non-sustained episodes. It was further reported that the r-waves were diminished and the rv coil was fractured. The lead was reprogrammed and later capped and replaced. No patient complications have been reported as a result of this event.